Event description:
(B)(4) clinical study. Same case as: 2134265-2011-04618. It was reported that post a coronary stenting treatment procedure, the patient experienced angina. Lesion 1 was located in the mid right coronary artery (rca). The lesion was 99.9% stenosed, 2.5mm in diameter and 32mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 10%. Lesion 2 was located in the proximal rca. The lesion was 100% stenosed, 2.5mm in diameter and 34mm long. The lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2011, the patient experienced exacerbation of angina and restenosis. The patient was presented with complaints of recurrent chest pain which had started approximately two weeks ago and was hospitalized on the same day. An electrocardiogram revealed q waves consistent with old inferior wall myocardial infarction. A 70% in-stent restenosis of the previously placed stent located in the mid lad was treated with predilation and placement of a 2.75x18mm promus stent. Post dilation was performed. The de novo lesion located in the proximal rca was treated with direct stent placement using a 3.0x12mm taxus libere stent. The 70% focal in-stent restenosis of the study stent located in the mid rca was treated with direct stent placement using a 3.0x18mm promus stent. Post dilation was performed. Residual stenosis was 10%. The event was considered resolved without residual effect 1 day later. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).